Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and experienced a prime rewind anomaly. The customer stated that she went to rewind the insulin pump, it stopped halfway, and the device had alarmed. The customer's blood glucose was 219 mg/dl. The customer was advised that during seating, the force sensor did not detect the reservoir. He reported that he had taken a shower with the insulin pump and observed moisture inside the glass part of the insulin pump. She stated that it was no longer there, however. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor assembly. Unable to verify any alarms due to no button response due to moisture damage at the electronic assembly. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.